Event description:
A patient was referred for battery replacement surgery. The company representative who attended the case stated the patient said the device was not working and that she was having an increase in seizures. She said she had to go to the ER 6 times in the last month because she was having seizures. Additional relevant information has not been received to-date. The explanted device has not been received by the manufacturer to-date.

Manufacturer narrative:
Suspect device lot#, corrected data: the lot# of the suspect device was inadvertently provided as ¿ni¿. Manufacture date, corrected data: the manufacture date of the suspect device was inadvertently provided as ¿na¿.

Event description:
It was provided that the explant facility destroys explants.